Event description:
It was reported that the healthcare professional (hcp) requested a review of reports for this right atrial (ra) lead. Technical services (ts) assessed and identified intermittent right atrial undersensing and discussed the findings based on the transmission report. Ts successfully sent reports by automatic fax, and the transmission report was provided for review. To date, this ra remains in service. No adverse patient effects were reported.